Event description:
The patient presented with no pacing and a low heart-rate. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
No communication was also reported.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing, and the power consumption was normal. The original battery was sent out to the vendor for further evaluation, and an internal battery anomaly was found to cause the premature battery depletion.